Manufacturer narrative:
The device return and analysis pertain to the event reported under regulatory report 3004209178-2015-15374. Please refer to the report for analysis results.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n476091, implanted: (B)(6) 2014, product type: accessory. Analysis not available at the time of the report. A follow up report will be sent when analysis is complete.

Event description:
Additional information received reported that the stimulator was replaced due to a deep pocket. The leads were within normal limits. The patient had good therapy post replacement. The patient had lost 40 pounds, which affected pocket depth. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received from a manufacturing representative (rep) and doctor reported that the plan was to replace with a no n-rechargeable device. No date had been set.

Event description:
Additional information was received indicating that the generator loose due to fall. The patient had a fall at home. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n476091, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was noted that the patient lost 25 lbs and their stimulator now appeared a little loose in their back. The stimulator was subcutaneous. They tried flipping it themselves but they were unable to do so. It was noted that stimulator was in the pocket site properly. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a manufacturing representative (rep) reported that the patient had significant weight loss, which made locating the implantable neurostimulator (ins) difficult and the pocket was very loose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.